Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no patient complications were reported with the procedure. As of the most recent follow up medical appointment on (B)(6) 2011, the patient reported a recurrence of urinary leakage. All other information is unknown and unavailable.